Event description:
Rec'd report of tubing roller clamp not remaining in position. A pt rec'd a blood transfusion via blood tubing set. After blood had transfused without incident, the practitioner switched line to normal saline IV to flush blood from tubing, the bag of normal saline had infused. No pt harm reported, no report of pulmonary edema.